Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and mild calcification in the iliac artery. The 9.0 x 40 mm absolute pro met resistance with the guide wire during advancement and the guide wire became stuck at the absolutes handle level. Force was applied and the guide wire was able to be removed. A new guide wire was placed, but the same issue occurred with the absolute pro; however, the stent was able to be deployed at the target lesion. The guide wire was able to be withdrawn but with resistance with the absolute pro. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The resistance was not confirmed. It may be possible that the guide wire used in the procedure was damaged or kinked causing resistance and the device to become stuck; however, without having the guide wire to examine this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath. The investigation was unable to determine a conclusive cause for the reported resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.